Event description:
It was reported that the setscrew on the header block of the implantable neurostimulator (ins) was not clicking into place and that there were impedances issues on all connections. There were also communication, telemetry, and interrogation issues with the device. Initially, it was then noted that the screw was not unscrewing so that the lead could be remove. Once the lead was removed, both the ins battery and lead were wiped down. When they tried to use a revision kit to put the screw into place it did not work. When the physician went to replace the screw and twist it into place in the ins header it would not click into place. The ins device was not implanted into the patient and was returned to the manufacturer. There were no patient symptoms or complications associated with the event. The patient status at the time of report was noted as ¿alive ¿ no injury.¿ if additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0sj7r, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID neu_wrench_acc, serial # unknown, product type accessory. (B)(4). Analysis of the returned neurostimulator model 3058, serial #(B)(4) showed that the setscrew was backed out too far. Good, s table output was seen on the electrode pairs the ins had when received. A known good lead was attached to the ins and the distal end of the lead was placed in 0.9% saline solution. Using a clinician programmer the impedances were measured and normal impedances were normal. Analysis of the returned wrench accessory showed no anomalies.